Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of broken conductor wire at the yaw pulley to be related to the customer reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. As a result, failed energy delivery was observed. No damage to the conductor wire insulation was observed. Additional observations not reported by the customer: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage near the distal clevis. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.087 - 0.193 in length and were not aligned with the tube axis. Scratch marks /abrasions instrument main tube are typically associated with mishandling / misuse.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, energy on the fenestrated bipolar forceps (fbf) instrument did not work. The energy cable was changed, but bipolar energy still did not work. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.